Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programmer exhibited a dim display and emitted a burning smell. The unit was no longer used.

Manufacturer narrative:
Analysis description: final analysis found defective high voltage pcb and a damaged transformer lead. The damage found likely contributed to the reported anomaly.